Event description:
It was reported that ardis cages could not have been attached to the holder.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. Review of all records for this device and provided information concluded that there is no evidence of a product defect or deficiency. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.